Event description:
It was reported that the 9800 system had small white spots in the image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The image intensifier and camera lens were cleaned during the svc call. The system was tested, and found to be working as intended, and put back into service.